Event description:
Alleged the nurse call did not alarm when the pt exited the bed and fell. No injury occurred.

Manufacturer narrative:
The technician was not permitted to evaluate the bed. The facilities maintenance indicated, the nurse did not set the bed exit alarm and the bed is working fine.